Manufacturer narrative:
Pt demographics were unk at the time of this retrospective report. The device manufacture date was unk at the time of this retrospective report. The software investigation found that the site was putting fiducials on the hair instead of shaving the head and putting them on the scalp. The site does put 12 markers on the pt; however, they were moving because placed on hair. Medtronic rep trained site on correct fiducial placement and registration technique.

Event description:
Site reported they were close to 5 inches off on their touch-n-go registration. They have re-registered the pt 3 times with touch-n-go. Despite the correct orientation of model and fiducials were not co-linear or on same plane. The site used pointmerge to register the pt and completed the case without issue. No impact on pt outcome reported.